Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 125 ohms. Most recently, the measurement was 104 ohms. A boston scientific technical services consultant stated it is not uncommon to see higher than expected shock impedances with single coil leads such as this one. The consultant stated they can consider continued monitoring via remote monitoring. The caller will discuss this with the patient's physician. The patient was brought back into the clinic and the device checked out fine. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was subsequently removed from service and replaced. No other adverse events were reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Subsequent information was received from the patient stating the device was beeping. The beeping was due to the continued out of range shocking impedance measurement. A boston scientific technical services consultant instructed the caller how to turn the beeping off. The patient will be followed. No other adverse events have been reported. This product issue will be updated if additional information is received.